Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm which is an off-label insertion site. On approximately (B)(6) 2025, at 7:00 pm, the patient experienced pain/discomfort, inflammation/swelling, and an infection at the needle puncture site. The next day, on (B)(6) 2025, at 1:00 pm, the patient consulted his physician via phone call and was advised to have a diagnostic procedure to evaluate the site. On the same day, the patient went to the hospital, and an x-ray and blood tests were conducted (unspecified diagnostic imaging and lab results). Although it was reported a diagnostic imaging procedure was performed, there is no report that the patient alleged any sensor component remained in the skin. He was given a prescription for a course of oral antibiotic medication (cephalexin unspecified dosage, three times per day for seven days). At the time of the report, the patient was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.